Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One day after being admitted to the hospital, the patient experienced ¿possible peritonitis¿. The diagnosis was not definite and the antibiotic treatment was given to the patient as a precautionary measure. Sixteen days after being admitted to the hospital, the patient was discharged and dianeal therapy was ongoing. A review of all batch record documents was performed for potentially associated lot numbers h14d18057 and h14c22028 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to the onset of peritonitis due to another indication. During hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with an unknown antibiotic (dose, route and frequency not reported). At the time of this report, the patient was discharged from the hospital and was recovering from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).